Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7045m-90, lot# 2691811, mfd. 07/12/19, exp. 2024-07-12, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2691951, mfd. 08/05/19, exp. 2024-08-05, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of left side radicular pain immediately following the procedure. The surgeon determined that the superior and middle positioned implants had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both the superior and middle positioned implants. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.